Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, following a fall caused by a transient ischemic attack,this right atrial (ra) lead exhibited loss of capture at high outputs and decreased p-waves that led to undersensing. Provocative testing was performed and no noise was observed. A chest x-ray was obtained that confirmed the lead had dislodged. A revision procedure is being scheduled. This ra lead remains in service. No adverse patient effects were reported.